Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving unknown I ntrathecal medication at unknown concentration/dose via an implantable pump for unknown indication for use. It was reported by the company representative (rep) that the hcp programmed the pump to milligrams instead of micrograms. Additional information received from the company representative (rep) reported that diagnostics/troubleshooting performed related to the programming error was changing to mcg and remove bridge bolus and then update pump, which was done. Actions/interventions were taken to resolve the programming error was to educate office on double checking programming.